Manufacturer narrative:
A3b: gender: n/a. D4: lot #: requested, unknown. D4: expiration date, UDI: unknown, as the involved product lot# was unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, unknown. H4: device manufacture date: unknown, as the involved product lot # was unknown. The actual sample was not available for evaluation. Instead, reference photos were received. The protector was found punctured and traces of deep scratches were observed. The protector appears to have been opened based on the condition of the hub fit mark. Since the lot number is unknown, an evaluation was not performed. The associates who were tasked to perform specific functions throughout the manufacturing process undergo training and qualification. The product nn-2325r is qualified to be produced and assembled at needle assembly machine 5. Our needle assembly machine has a cannula removal unit that can detect all misaligned cannulas from the cannula lifting plate. All detected misaligned cannulas shall be scraped and fall on the catch pan at the backside to eliminate bent cannula. During the protector loading process, there is a jig pin hold to prevent extra movement of the jig pin, a cannula work holds to secure the cannula, and a protector guide (serves as a cap-feeding guide) to support the protector and keep it from coming into contact with the cannula tip. After loading the protector, it will be pressed into the hub with a uniform force to ensure proper fit. This process features a high protector alarm that detects protruding or misaligned protectors before pressing. The affected jig of the high protector alarm will be inspected for misalignment of the protector and possible bent cannula/protector puncture, and the affected product will be discarded. Our product standard has allowable tilting of the needle of not more than 2°. We have an online inspection at cannula loading, after epoxy application and silicone coating to detect nonconformity such as bent cannula. In-process visual inspection is conducted during the needle assembly to check the condition of the assembled products. Before shipment, we have an outgoing inspection to check the condition of the product. Only passed lots are allowed to be shipped. Eleven (11) complaints were received in the previous two fiscal years to the present with the same issue where the cause was not identified as related to our product or manufacturing process. Based on the investigation, 7 out of 11 complaints were due to protector recapping, and four (4) resulted in needlestick. The root cause of the complaint could be a user error, as the needle scraped the protector while it was being recapped resulting in the other user's needlestick when he/she tried to remove the cap. No retention sample and lot history files were checked since the complaint lot number was unknown. Our needle machine runs under validated and routinely checked parameters. We perform a series of inspections from the needle assembly process to the outgoing process to ensure that the assembled needles are in good condition. Only lots that passed the inspection can be shipped. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the user removed a cap from a vial bottle and aspirated drug solution into a syringe. After aspiration, the nurse scooped up the cap on the tray with the needle to recap it. When the other nurse attempted to remove the cap, he or she sustained a needle stick injury because the needle was protruding from the protector. It did not become a deep wound. Treatment was immediately administered, and the wound is currently healing. Probably, the needle protruded when it scooped up the cap to attach it. Despite several simulation attempts, the user was unable to replicate the condition they encountered. The event occurred pre-treatment. Evaluation results were received on 27 aug 2024: one (1) actual sample was received connected to a syringe. One (1) package was returned. The protector was confirmed to have been punctured. Scratch was confirmed inside the protector.